Event description:
Boston scientific crm received information that this lead was associated with a report of atrial noise and fluctuating pace lead impedance measurements, including high out-of-range pace impedances, with atrial pacing inhibition. The noise could be re-created clinically with isometric exercises and patient body movement. A check of the device/lead connections did not produce noise, and the lead measurements through a pacing system analyzer were normal and stable. Visual observation confirmed the lead terminal pin was fully inserted. The physician was able to create noise by squeezing the device at the intersection of the case and header. Noise was only observed on the atrial channel. The device was replaced. The atrial lead remains in service. This report will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.